Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing. Functional testing was able to duplicate the issue. It was determined that the out of calibration downstream occlusion sensor was the root cause and was recalibrated. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device ¿alarms all the time - occlusion¿. There was no patient involvement.